Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking and intermittently unresponsive. Additionally, it was reported that the insulin gauge was inaccurate and the pump was not vibrating. It was also reported that unspecified alarm occurred and that the cartridge was leaking from unspecified location. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.